Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced septic peritonitis sepsis and peritonitis), myocardial infarction and subsequently died. The cause of the peritonitis was not reported. The patient was treated with numerous intraperitoneal and intravenous antibiotics (doses and frequencies were not reported) for the peritonitis. The treatment for the myocardial infarction was not reported. Prior to the death, the patient's pd therapy was discontinued and the catheter was removed. The cause of death reported as septic peritonitis and myocardial infarction. It was not reported whether an autopsy was performed. No additional information is available.